Event description:
It was reported that this attempted right ventricular (rv) lead exhibited high pacing threshold and high within range pacing impedances. An x-ray confirmed the helix mechanism did not completely extend. The physician elected to implant a new rv lead with stable measurements. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the helix mechanism extended. A thorough evaluation of the lead was performed. The helix mechanism and stylet insertion tests were passed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this attempted right ventricular (rv) lead exhibited high pacing threshold and high within range pacing impedances. An x-ray confirmed the helix mechanism did not completely extend. The physician elected to implant a new rv lead with stable measurements. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.